Event description:
It was reported to philips that the power button on the review module was not working properly, which can impact system boot. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.